Event description:
It was reported that the pump on the careguard pad and pump will not run.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that the pump will not run was determined to be reportable.